Manufacturer narrative:
The arrow field service rep investigated this report. He replaced the power supply, and as a precautionary measure replaced the battery. The pump was functional tested and returned to service.

Event description:
It was reported that during use of the pump, low battery alarms were experienced. As a result of this, the pump was exchanged. There were no associated patient complications.